Manufacturer narrative:
Additional information: device manufacture date provided. Correction: device serial number updated to proper value. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the behavior exhibited is in line with the IFU for the navigation system. Analysis found that the software functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter was unknown at the time of filing. Manufacturing date was unavailable at the time of filing. No part has been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when using the site's microdebrider and drill and setting it to 6000 rpm, as soon as the foot switch was hit the tracking would stop. When the rpm was set either 5000 or 12000, the issue would not occur. No patient present.